Event description:
It was reported syringe 5ml ll tip had foreign matter in it. The following information was provided by the initial reporter: "the hair was found within a syringe floating in our product solution during manufacture of succinylcholine..."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd determined that the cause of the failure was related to our material handling process by manufacturing personal. No corrective actions will be taken at this time since this failure mode is occurring at the expected frequency. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported syringe 5ml ll tip had foreign matter in it. The following information was provided by the initial reporter: "the hair was found within a syringe floating in our product solution during manufacture of succinylcholine."